Manufacturer narrative:
Initial 2 of 8. E1: (B)(6). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported eight issues that the patient stated that tape does not stick and it came off prior to seven days wear time on (B)(6) 2026.